Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected failed battery test alarms noted during testing. No power error 25 alarms, pump error 24 alarms noted during testing or in the pump trace download. No unexpected replace battery alerts or replace battery now alarms noted during testing or in the pump trace download. Unit received with corrosion in battery tube. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.

Event description:
The customer's father reported via phone call that they had failed battery alarm. The customer's blood glucose was unknown. Troubleshoot was done. The customer stated that battery compartment was corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.